Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer, at the connection point from the proximal beginning of the tube and distal from the ll connection, where the parts should be welded, leak noticed when rinsing with nacl. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the tubing was confirmed and the cause is currently under investigation. One 20 ga x 0.75 in. Safestep infusion set without a y-site was returned for evaluation. The returned product sample was evaluated and the following observations were made: a break in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component, and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, at the connection point from the proximal beginning of the tube and distal from the ll connection, where the parts should be welded, leak noticed when rinsing with nacl. No other information was provided.